Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - drill. Visual examination of the provided pictures identified the 6.0mm reamer to be fractured into two pieces and the 5.0mm reamer to be disassembled into two pieces. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there are osseous findings consistent with osteogenesis imperfecta. Operative changes are present with an im mail within the tibia and there are numerous small metallic fragments as well as a larger linear metallic fragment in the proximal tibia consistent with the reported double reamer failure. No displaced osseous fracture is noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, the 5mm reamer disconnected from the proximal connector and the 6mm reamer shattered inside the tibia. The fractured pieces of the 6mm reamer were unable to be removed and have been retained by the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02441. D10: item# 00222800600; lot# 63324010. G2: foreign - event occurred in (B)(6). H6: the impact and clinical codes used for h6 are a reflection of the entire event and the impact of the broken device from the associated report (0001822565-2023-02441). For clarification, the device involved in this report did not cause the serious injury or foreign body retention. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product cannot be returned due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.